Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 468 mg/dl. The customer administered a manual injection of insulin to address the bg. Bg was treated with intravenous fluids of insulin, saline, potassium, sodium fluid, and potassium fluoride fluid. At the time of the call the customer had not yet been discharged. Customer reverted to an alternate method of insulin therapy.